Manufacturer narrative:
The event occurred in (B)(4). Medwatch with identifier (B)(6) is for customer mobile system, medwatch with identifier (B)(6) is for customer aviva system.

Event description:
Caller reported mobile system blood glucose result of 28.3 mmol/l and aviva system result of 8.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.